Manufacturer narrative:
See MFR. Report #3004209178-2016-14886 regarding previous issues the patient experienced. Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0wj54, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for urinary dysfunction and gastrointestinal/pelvic floor. It was reported that the patient was packing and lifting during a recent move and she thought her lead may have moved because therapy was not working as well as it did. The change in therapy/symptoms was sudden. This had been occurring for about a month prior to (B)(6) 2016. She planned to see a healthcare provider to have the device checked and possibly reprogrammed.

Event description:
Additional information from the patient reported they have had a return of symptoms since (B)(6) 2016, "3 or 4 week ago", prior to the report.

Event description:
Additional information from the patient reported she has had a return of symptoms since (B)(6) 2016, or about 3 or 4 weeks ago prior to (B)(6) 2016. The patient also reported a potential out of box failure on a patient programmer. The programmer would not communicate with the implantable neurostimulator (ins) with or without the antenna and a poor communication screen was seen. This was the first time the patient tried to use the programmer since receiving it. The patient called back on (B)(6) 2016 and stated the replacement patient programmer did not resolve the poor communication issue. She is still unable to find her implant with and without the antenna attached. The patient was advised to send the original patient programmer back to the manufacturer and follow up with the physician at her next appointment about the replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.